Event description:
It was reported to vyaire medical that a 'vent inoperable' alarm has occurred on the vela ventilator. There is no information regarding patient involvement as of this time.

Manufacturer narrative:
"Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - new board was not programmed for use and a 'vent inop' alarm has occurred on the unit. A visual inspection of the pcb (printed circuit board) revealed no visible signs of damage or defects. The vela pcb was then installed into a known good top-level vela system and powered on into user mode. The unit immediately began to alarm "no cal data" on the alarm banner. Power was cycled and system booted into service mode. A review of events log showed several "circuit occlusion" events followed by no cal data (0, 1, 2, 3), ac power alarm occurred, xdcr fault (0, 0, 757), turb out of control, eeprom settings defaulted, transducer calibrations defaulted, and bad exhalation valve characterization. All events were found to be occurring on the same timestamp ((B)(6). 2022 09:51). Calibrations were performed and all were completed successfully. Exhalation valve characterization was successfully performed. The system was restarted, and the events log was reviewed. It was confirmed that ""no cal data"" and ""bad exhalation valve characterization"" were longer present. Unit was cycled back into user mode and resumed ventilation. With full battery charge, ac power was pulled, and unit was allowed to continue cycling until full battery drain in attempt to duplicate failure. After the battery was depleted, the ac power was reconnected, and the events record was checked. There was no ""no cal data,"" ""transducer calibrations defaulted,"" ""eeprom settings defaulted,"" or any recorded events from the 09:51 timestamp. The unit was allowed to continue ventilating for another hour, and no errors or unusual events occurred during operation. The power was cycled numerous times in an attempt to replicate the failure, but no problems were discovered.